Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E1 (establishment name should be olympus). G2 (user facility and other should be unmarked). H6 (health effect - impact code should be 2645 - no patient involvement, instead of 2199 - no health consequences or impact). H6 (type of investigation - 4111 - communication/interviews code is not applicable. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [jun/13/2024]. Three attempts were performed to obtain additional information, but no response was received from the customer. Consequently, the legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. No physical damage was found where the foreign material remained. The device returned to olympus for inspection, and based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Event description:
It was reported the videoscope had foreign objects in the nozzle. The issue was observed during a repair. There were no reports of patient harm.